Event description:
User facility contacted ohio medical on (B)(6) 2024 to explain that label on top of device did not align with label on front of device (label identifies mode selection).

Manufacturer narrative:
Investigation inv 2024-05 has been initiated for this issue. Customer facility has not yet returned device for evaluation after this notification. Once device is received and evaluated a follow up report will be submitted.